Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "a large leak coming from the posterior seam".

Event description:
Healthcare professional via sales representative reported "a large leak coming from the posterior seam." Device was implanted for greater than 6 months . Record is for left side. Device has been explanted.

Event description:
Healthcare professional via sales representative reported "a large leak coming from the posterior seam." Device was implanted for greater than 6 months . Record is for left side. Device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ deflation: not observed openings on the provided photos. ¿ improper or incorrect: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.